Event description:
It was reported that during an implant procedure of an implantable cardioverter defibrillator (ICD) that when the leads were connected to the ICD there was no pacing in the ventricle. It was noted that the set screw couldn't be tightened. The physician elected to not use the ICD and complete the procedure with a different ICD. The patient was stable following the procedure.

Manufacturer narrative:
The reported complaint of loose or intermittent connection was confirmed. The reported complaint of no output was not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and revealed that right ventricular and right atrial hex insets of the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event, the set screw stripping anomaly was consistent with having occurred during the procedure. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.